Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stimulate and had a cracked cover. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not stimulate. The epg passed functional testing. It was confirmed that epg had a cracked cover as well as multiple other external components. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.